Event description:
It was reported that the patient has expired after an implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), no new information regarding the patient's death or the device was learned. A device history record review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and there was no nonconformance found related to this event.